Event description:
It was reported during an implant procedure the catheter was accidentally spliced when tunneling. The catheter had been inserted and anchored without complications. No revision kits were immediately available. The physician elected not to "re-needle" the intrathecal space. The proximal end of the catheter was attached to the pump and tunneled to the back. The distal end was left in place and tied off with a suture. The pt will return to have a new catheter pin connecter spliced to the severed catheter still in place (date unk). The drug used in the sys is morphine 10 mg/ml (dose unk).